Manufacturer narrative:
The white stapler reload was discarded and is not being returned to intuitive surgical, inc. (Isi) for failure analysis investigation; however, (isi) has received the instrument involved with this complaint and completed investigations. Failure analysis did not confirm the customer reported complaint. Review of the site's system logs found that the instrument was last used in a da vinci assisted surgical procedure on (B)(6) 2016 and it successfully completed 2 fires with no errors. The instrument was tested in a clinical lab and fired 5 times with in-house white reloads on two different tissue types (renal hilum-2x and small bowel-3x). The results of testing were that there was no bleeding was observed on renals and slight oozing on small bowel for 1 fire. The bleeding was controlled with monopolar cautery energy. The staples from all 5 white reload firings in the clinical lab were inspected and the staples were found to have proper formation. It has been determined that the oozing blood does not represent significant risk to patient safety. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted whipple with ureter reimplantation procedure, after the surgeon fired across the patient's renal vein with the stapler 45 instrument with a white stapler reload installed, the surgeon observed a gap in the staple line, requiring the surgeon to suture the affected area. Recurrence of the gap in the patient's tissue could cause or contribute to an adverse event if the reported failure were to recur. It is unknown what caused the gap in the staple line.

Event description:
It was reported that during a da vinci assisted whipple with ureter reimplantation procedure, after the surgeon fired across the patient's renal vein with the stapler 45 instrument with a white stapler reload installed, the surgeon observed a gap in the staple line and the patient was oozing blood. The surgeon used a stitch to close the gap in the staple line. On 06/09/2016 the intuitive surgical, inc. Contacted the surgeon who performed the surgical procedure. According to the surgeon, the reported event occurred with a patient that had previously undergone an unspecified transplant procedure. After he firing across the patient's vessel, it was loose staples that were observed loose along the patient vein that were not providing hemostasis. Prolene was used to oversew the affected area. The surgeon indicated that the patient's renal vein was normal and thin and was not calcified or fatty and that there was no issue with the affected vessel that would have provided a challenge to any stapler. No other information was provided.